Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2026 at approximately 12:00 am, the patient¿s cgm persistently displayed ¿high¿ readings. During this time, the pump continued to deliver insulin doses of 2 units and 1.5 units. Despite insulin delivery, cgm readings remained ¿high.¿ the following morning, the cgm continued to display ¿high,¿ while a fingerstick blood glucose (fsbg) reading was reported to be in the 200 mg/dl range. The patient experienced ongoing vomiting. At approximately 9:30 am, the patient was transported to the emergency room (ER) by a parent due to persistent symptoms. Upon arrival at the emergency room, the cgm continued to display ¿high.¿ an fsbg value was obtained but could not be recalled by the parent. The patient received intravenous (IV) therapy, including three bags of IV fluids, and was evaluated with findings of minimal ketones. The patient remained in the ER from 9:30 am to 8:30 pm. At the time of discharge, the patient was reported to be stable. Cgm and fsbg readings at discharge were described as inaccurate, though no specific values were provided, and the sensor had not been removed at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.